Manufacturer narrative:
Product analysis: the device was discarded, therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this 34mm transcatheter bioprosthetic valve, the valve was not able to be implanted due to a lack of calcification, large anatomy, and an aortic root angle of 69%. The delivery catheter system (dcs) and valve were withdrawn from the patient. After the dcs was withdrawn, the patient¿s blood pressure dropped and a large effusion was observed. A tear in the anterior valvular area and sinotubular junction was noted. The procedure was converted to open surgery. The tear was surgically repaired and a 25mm non-medtronic surgical valve was successfully implanted. No additional adverse patient effects were reported.